Event description:
Procedure type: hysterectomy. According to the reporter: it was reported that suture broke during at least one (possibly more) davinci hysterectomies. This was found out by another rep through a different surgeon. Other staff has commented that bowel perforation and dehisence could have been complications as well. Further information is unknown. Cross reference: (B)(4).

Manufacturer narrative:
(B)(4).